Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during a system error 2240 during therapy, where the home patient stated that they disconnected from the machine during use. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain five of five. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was determined that the disconnected from the set during therapy without using the proper disconnect procedures. There was no patient injury or medical intervention in association with this report. No additional information is available.